Event description:
Pt reported, the infusion device did not show any errors. Pt reported receiving an elevated blood glucose level over 600 mg/dl. Pt reported switching to the backup infusion device and then the blood glucose level return to normal. Patient's normal blood glucose level was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.